Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine check-up, interrogation revealed a false end-of-support alert. Interrogation also found an alert for reaching elective replacement indicator on a date before the device was implanted. The patient underwent radio frequency ablation on the date of the end-of-support trip and the battery voltage measured a stable value. The patient returned to the clinic and the false alert was cleared after a firmware download was installed. The patient will continue to be monitored.